Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed in the pump's event history, but could not be duplicated during product evaluation. No assignable cause was provided during product evaluation. However, the tubing channel was cleaned and dried at the facility by a baxter field service technician as a precaution. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 810:11. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter personnel discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.06.00.